Event description:
Reportedly, during testing, a frozen screen occurred. There was no pt involvement reported.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned ventilator was visually inspected and no anomalies were found. The ventilator was tested and the reported frozen screen issue was duplicated. The main board was replaced and operational verification testing and was performed on the unit before returning it to the customer.